Manufacturer narrative:
Investigation conclusion: the customer reported that there were two defective pcu (8015) keypads. One keypad can¿t be switched on and the other one switches on and off by itself. Testing performed on the returned keypads found 1 of the 2 returned keypads unexpectedly powered on and the keypad system on light stayed lit, and the remaining 1 keypad tested good with no faults identified. Previous cad failure investigations have identified this issue associated with fluid ingress entering the keypad resulting in contaminated keypad traces. Consequently, the keypad circuit layer becomes damaged, creating an open or short circuit producing unresponsive keypad keys when corresponding keys are pressed. Device inspection: external inspection was performed on the printec (qty 2 p/n tc10013664) keypads. The keypads were observed to be in good condition with no irregularities observed. During internal inspection, both keypads were found with signs of fluid ingress where the flex cable meets the circuit layer. Root cause analysis: electrical failure ¿ design. Device history review: device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated. H3 other text : only keypads were provided for the investigation.

Event description:
It was reported that there were defective pcu (8015) keypads. One keypad can¿t be switched on and the other one switches on and off by itself. There was no harm to patient. The issues were noted prior to patient use.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that there were defective pcu (8015) keypads. One keypad can¿t be switched on and the other one switches on and off by itself. There was no harm to patient. The issues were noted prior to patient use.